Event description:
According to the reporter, during the laparoscopic procedure, the dilation balloon did not inflate. In order to complete the procedure, the physician replaced it with another instrument. That instrument has the same lot number and insulated normally. There was no harm caused to the patient. Surgical time was not extended by 30 min or more. The product is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted; the trocar balloon, lock collar and obturator all appeared intact. The dissector balloon was broken. The inflation syringe was not received. Pmv performed functional testing: the trocar balloon was inflated, no leaks detected. The dissector balloon could not be inflated due to the hole in the balloon. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.